Event description:
On (B)(4) 2011, the pharmacy/reporter contacted lifescan (B)(4) alleging that a one touch verio pro meter read inaccurately high compared to a lab. The patient reported blood glucose results of '125 mg/dl' with a lifescan meter and '85 mg/dl' on a laboratory device, performed within 20 minutes of each other. At this time, it is unknown if there was any intervention between the tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The reporter did not report any symptoms or treatment received because of the alleged issue. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter indicated that a meter-to-lab comparison was performed where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing. However, there is no evidence that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.